Manufacturer narrative:
The field service engineer determined there was contamination in tubing connected to the measuring cell. The tubing was flushed and measuring cell preparation maintenance cycles were performed. No further alarms occurred. Calibration and controls passed. There were no alarms on the last calibration performed on 09-may-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the service actions resolved the issue. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat gen. 5 assay on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of < 6 ng/ml and this value was reported outside of the laboratory. Due to receiving abnormal sample aspiration alarms, the sample was repeated on a second analyzer, resulting in a value of 13 ng/ml. The repeat value was believed to be correct. The troponin t reagent lot number was 490881. The reagent expiration date was requested, but not provided.